Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Concomitant product: 6947m55, implanted: (B)(6) 2015, 5076-45 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead pulled back and had no capture. The lead was explanted and replaced. The lead adapter did not have a set screw and was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.